Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to diabetic ketoacidosis. A specific blood glucose (bg) value was not provided. A correction bolus was delivered to address bg level prior to being hospitalized. In the hospital, the customer was treated with intravenous fluids of saline, insulin and potassium. The customer was released on (B)(6) 2024 with the issue resolved and no permanent damage. Reportedly, a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.